Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 200-225 mg/dl. The customer indicated that no backup insulin therapy method was available. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.